Manufacturer narrative:
Previously product code was coded as 1254. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the far and near vision was of poor quality and was worse than before the surgery. Additional information has been requested and received stating that the poor vision was due to dry eyes and is using lubricating eye drops. It was additionally reported that the existence of vertical blind in the corner of right eye. This could be a lens fold. The requested tests were performed and there is nothing serious with retina, just natural degeneration due to age.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. The product was not available to evaluate. Consumer indicated intent to follow up with a specialist other than the surgeon. No further information has been provided. The manufacturer internal reference number is: (B)(4).